Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to the alarm. The motor passed the motor test. The pump also had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported a motor error on his insulin pump during priming. Customer's blood glucose was 189 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).